Event description:
It was reported that the under sensing and low pacing impedance was noted on the right atrial (ra) lead. No intervention was performed. The patient was stable and will further be monitored.